Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Scratch on side of gum [gingival injury] spat out a tiny metal screw that came out of the brush head - oral-b [device breakage] case narrative: 61-year-old male consumer via phone stated that last night he felt a scratch on the side of his gum and spat out a tiny metal screw that came out of the oral-b toothbrush head. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Scratch on side of gum [gingival injury] spat out a tiny metal screw that came out of the brush head - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: 61-year-old male consumer via phone stated that last night he felt a scratch on the side of his gum and spat out a tiny metal screw that came out of the oral-b toothbrush head. No serious injury was reported. (B)(6) 2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.